Event description:
An alarm was heard. The patient reported the pump had been alarming every hour on the hour. The pump was filled this past wednesday. Telemetry was not performed yet. The patient also reported that he just got out of the hospital with a "bad spell". The patient has not completely recovered as he had vomiting. The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient thought pump was alarming but per reporter it was not alarming at that time; "patient didn't trust that he was really hearing pump alarming during most recent incident". As of the date of this report it was stated that the pump was alarming. Telemetry confirmed a critical alarm due to zero ml reservoir volume; low reservoir occurred on (B)(6) 2012 and empty reservoir occurred on (B)(6) 2012. The last pump change was made on (B)(6) 2012. It was clarified that patient had missed refill and a pump issue was not suspected at this time. Patient was noted to be "fine". In addition to hydromorphone the pump also delivered bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the 'office made a mistake during their scheduling of refill date'. It was reported that the patient had a personal therapy manager (ptm) and the nurse failed to take into account the additional medication used with each bolus activation. The patient was reported to be doing fine after refill.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc (B)(4), implanted on: (B)(6) 2010 explanted on: unknown. A 8835 personal therapy manager (B)(4). (B)(4).